Event description:
It was reported patient developed infection at the ipg and lead sites. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was hospitalized and prescribed antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was hospitalized and treated with antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.